Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the drain. The home patient (hp) stated that they disconnected to go outside during the dwell and after a while the hc began to alarm, the hp then reconnected. The technical service representative (tsr) explained the alarm and instructed the hp to cycle the power to clear it. The tsr reviewed the proper procedure as per the user manual. The hp was going to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.